Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect (asd-atrial perforation), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures and was likely related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the atrial septal defect (asd). It was reported that on (B)(6) 2017, the patient underwent a mitraclip procedure to treat mixed mitral regurgitation (mr) of grade 4. Two clips were implanted without issue and the mr grade was reduced to 2-3. After the mitraclip procedure was completed and the steerable guide catheter (sgc) was removed, the asd was noted to be larger than usual. There was a right to left shunt. An occluder was placed to close the asd. It was reported that all steps were performed per instructions for use (IFU). No additional information was provided.